Event description:
It was reported the patient developed an infection. The right ventricular lead was removed and replaced. The right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), there was blood in/on the helix/lobe mechanism and the lead was stretched.